Manufacturer narrative:
One cadd solis hpca pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found no evidence of reported problem. The pump was visually inspected, and functional and accuracy tests were performed. The customer's stated problem was verified. During investigation the delivery accuracy tests found the pump to be out of the published specification of +/-6%. Service replaced the pump's expulsor to bring the pump delivery accuracy into more normal range. The root cause of the reported problem was the faulty expulsor.

Event description:
Information was received that during testing of this smiths medical cadd solis hpca pump, the pump output was too high. It was not specified whether this occurred prior to infusion or interrupted therapy. No reported adverse effects.